Manufacturer narrative:
Device not returning.

Event description:
It was reported that automatic pullback failure occurred an ilab ultrasound imaging system was used in conjunction with an imaging catheter and a sled to perform automatic pullback. However, it was unable to perform pullback. Thus, automatic pullback failed. Furthermore, no problem was encountered during testing now. Recently, pullback often stops. No patient complications were reported.